Manufacturer narrative:
(B)(4). The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) balloon broke off and traveled down the patient's leg. The patient came back the next day and had it removed. The vcd was used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure following a arteriogram procedure.

Manufacturer narrative:
It was reported that a mynxgrip vascular closure device (vcd) balloon broke off and traveled down the patient's leg. The patient came back the next day and had it removed. The vcd was used in conjunction with an unspecified procedural sheath introducer for a femoral arterial closure following an arteriogram procedure. Additional information received indicated that the mynxgrip vascular closure device (vcd) was used in conjunction with a 5f procedural sheath introducer for right common femoral arterial closure following an arteriogram procedure. A procedural sheath that is greater than 7f was not used prior to introducing the vcd. The procedure used a retrograde approach. Contrast/imaging was used to confirm the vcd's balloon placement. The deployer maintained tension on the vcd catheter while tamping and did not over-tamp. The patient had graft thrombosis that was not likely due to the small piece of balloon that traveled distally. A stenosis at the origin of the graft was the mechanism of failure. The piece of mynx balloon was found incidentally. The patient was discharged the following day. An occlusion did not occur. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1719804 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are instructed to confirm via femoral arteriogram or venogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (B)(6) 2018) additional information received indicated that the mynxgrip vascular closure device (vcd) was used in conjunction with a 5f procedural sheath introducer for right common femoral arterial closure following an arteriogram procedure. A procedural sheath that is greater than 7f was not used prior to introducing the vcd. The procedure used a retrograde approach. Contrast/imaging was used to confirm the vcd's balloon placement. The deployer maintained tension on the vcd catheter while tamping and did not over-tamp. The patient had graft thrombosis that was not likely due to the small piece of balloon that traveled distally. A stenosis at the origin of the graft was the mechanism of failure. The piece of mynx balloon was found incidentally. The patient was discharged the following day. An occlusion did not occur. The patient was noted to have recovered.